Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report "2183959-2011-00251; 2183959-2011-00252. "On or about (B)(6) 2009, the pt was implanted with a sparc sling and two other surgical mesh devices to treat pelvic organ prolapse and stress urinary incontinence. "After, and as a result of, "the implanted devices, it was reported that the pt experienced "extreme" pain, erosion of her internal tissues, and dyspareunia.